Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for inspection, and therefore the reportable malfunction could not be confirmed. A definitive root cause could not be identified. Based on the results of the investigation the cause could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had an abnormal purple shadow image. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had an abnormal purple shadow image. There were no reports of patient harm, as a result of this event.